Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump touch screen was unresponsive during set up. There was no patient involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s5 double roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative replaced the touch screen of the pump, updated the pump software and configured the user parameters to resolve the issue. The pump was functionally tested without issue and the unit was returned to service. A photograph of the kapton-tail date-code of the faulty touch screen was provided to livanova (B)(4) for further investigation. Analysis of the photograph confirmed that the ageing and wear has caused this malfunction. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A root cause investigation (rci 2015-17) was initiated for this type of issue. Evaluated on site by livanova technician.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump touch screen was unresponsive during set up. There was no patient involvement.